Event description:
At the conclusion of radiofrequency ablation of lesions of the liver, it was noted that the patient had sustained a burn on the patient's right thigh when radiofrequency generator grounding pad was removed.